Manufacturer narrative:
The insulin pump was received with a blank display and the problem is isolated to the battery tube. The device functioned properly after unplugging and plugging the battery tube connector into b1 interface board. The device was unable to perform the operating current test or verify low battery due to blank display. The device had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that their insulin pump had a blank display. Customer's blood glucose level at the time was 270 mg/dl. Troubleshooting for the blank display was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.